Event description:
The customer reported the system displayed a communication error and thereby failed to produce fluoroscopy xray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable had not been seated properly. This was rectified with the customer. The system was then found to be operating as intended.